Manufacturer narrative:
Based on the additional information received per the investigation, it was determined that an MDR shall be filed for the reported event. "Reported event: it was reported that the handpiece was making excessive noise. Issue was noticed during case, therefor there was no case delay and no patient harm. Device history review: device history records indicate (B)(4) devices were manufactured under lot k09ab and (B)(4) including 4201823 were accepted into final stock on 3/28/2017. A review of qt17-03-0085 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to parts in lot number k09ab, p/n 209063 shows no other complaint related to the failure in this investigation. "Visual inspection: visual inspection revealed no physical damage of unit. Two screws backed out of the unit and a third screw broke. See attached pictures. Each of the backed out screws had evidence of loctite (as shown next to the part in the pictures). The broken screw had a fatigue fracture. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Functional inspection: the handpiece motor and electronics function as intended. Material analysis: material analysis was not completed because functional inspection clearly showed failure." Conclusions: the screws hold the front end in place. If the screws back out then the front will come off. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that no ncs or capas are associated with the failure mode reported in this event."

Event description:
Over the past week it was noticed the mics used during both tka and tha procedures was getting progressively louder during cutting sequences during the tka procedure. This mics was used during a tha procedure. During reaming of the acetabulum this mics began to have a high pitched whining and a slight vibration which was different to dr. (B)(6). I asked dr. (B)(6) if he would like to change out the mics and he chose to proceed and finish reaming.

Manufacturer narrative:
"Reported event: it was reported that the handpiece was making excessive noise. Issue was noticed during case, therefor there was no case delay and no patient harm. Device history review: device history records indicate (B)(4) were manufactured under lot k09ab and (B)(4) were accepted into final stock on 3/28/2017. A review of (B)(4) revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to parts in lot number k09ab, p/n 209063 shows no other complaint related to the failure in this investigation. "Visual inspection- visual inspection revealed no physical damage of unit. Two screws backed out of the unit and a third screw broke. See attached pictures. Each of the backed out screws had evidence of loctite (as shown next to the part in the pictures). The broken screw had a fatigue fracture. Dimensional inspection- dimensional inspection was not completed visual inspection clearly shows the failure of the device. Functional inspection- the handpiece motor and electronics function as intended. Material analysis- material analysis was not completed because functional inspection clearly showed failure." Conclusions: the screws hold the front end in place. If the screws back out then the front will come off. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that no ncs or capas are associated with the failure mode reported in this event."

Event description:
Over the past week it was noticed the mics used during both tka and tha procedures was getting progressively louder during cutting sequences during the tka procedure. This mics was used during a tha procedure. During reaming of the acetabulum this mics began to have a high pitched whining and a slight vibration which was different to dr. (B)(6). I asked dr. (B)(6) if he would like to change out the mics and he chose to proceed and finish reaming.